Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event.. There are no patient consequences and the patient will continue to be monitored.